Manufacturer narrative:
The device remains in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an ovation on an unknown date. The implanting physician was dr. (B)(6). On (B)(6) 2018, dr. (B)(6) reported that there is a planned explant of the ovation device due to a type 1 endoleak and sac expanding. Reportedly, the patient is weighing their options. No additional event or patient information is available.